Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system displayed a system message during the fluid air exchange portion of a procedure. The procedure was completed with no report of patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The module host was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 27, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming host module. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).